Event description:
It has been reported that three bd ultra-fine¿ insulin syringe has been found damaged before use. The following has been provided by the initial reporter: stopper damaged.

Manufacturer narrative:
H.6 investigation: complaint evaluation/complaint history check for the event(s) that occurred. A complaint history check was performed and this is the 1st related complaint for stopper damaged on lot#: 8085600 and lot#: 7352729 and the 2nd related complaint for stopper damaged on lot#: 8057577. Investigation summary: customer returned (21) 3/10cc, 12.7mm, 29g syringes in sealed poly bags (7 from lot#: 8085600, 7 from lot#: 7352729, 7 from lot :# 8057577). Customer states that the stopper is damaged. All returned syringes were examined and one sample from each poly bag exhibited a deformed stopper. Samples will be forwarded to manufacturing (holdrege) on 06sep2019 for further review. A review of the device history record was completed for batch#: 8085600. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200748650] noted that did not pertain to the complaint. A review of the device history record was completed for batch#: 8057577. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. A review of the device history record was completed for batch#: 7352729. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that three bd ultra-fine¿ insulin syringe has been found damaged before use. The following has been provided by the initial reporter: stopper damaged.